Event description:
Two weeks after treatment with juvederm ultra, the patient presented with "crusty/cold sore reaction." The physician tested for hsv with a blood test and the results were negative. The physician prescribed famvir which was not successful in resolving symptoms. The physician prescribed keflex and notes that the symptoms have subsided within 24 hours. Allergan has attempted follow up with the physician for further information but the physician has been on holiday. Allergan will attempt further follow up with the physician for additional information.

Manufacturer narrative:
Medwatch sent to FDA on 01/04/2008.